Manufacturer narrative:
Clarification e1 address: (B)(6). Clarification d6a implant date: partial date known. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture". This record is for the right side. Device remains implanted.